Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on various troubleshooting steps, but the pump failed to respond. It was noted that a red led was blinking around the button, and the pump was vibrating intermittently. Customer reverted to an alternate method of insulin delivery.